Manufacturer narrative:
The other devices used during the procedure were (B)(4)/14686493, (B)(4)/14548311, and (B)(4)/14389777. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4)/14825285 = (B)(4); (B)(4)/14686493 = (B)(4); (B)(4)/14548311 = (B)(4); (B)(4)/14389777 = (B)(4).

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm. It was reported that the bilateral internal iliac arteries were coil embolized prior to the procedure. No issues were observed, and the patient tolerated the procedure. Post-operatively, the patient was transferred to intensive care unit (ICU). On (B)(6) 2016, the patient was transferred from the ICU to a ward. The patient complained of the abdominal bloating. Blood test showed abnormally high creatine kinase (ck) level (around 30,000); however the ck level gradually decreased over time. On (B)(6) 2016, the patient complained of abnormality on the abdomen with no pain. The physician determined that no emergent surgery was necessary at that point and the patient would be monitored. Later on the same day, the patient¿s blood pressure dropped. In the early morning on (B)(6) 2016, the patient underwent an emergent laparotomy. It was identified during the laparotomy that parts of the rectum and sigmoid colon were necrotic. The necrotic parts were removed, and stoma was attached to the small intestine. Post-operatively, the patient did not recover. In the early morning on (B)(6) 2016, the patient expired due to septic shock caused by the intestinal necrosis. The causes of the intestinal ischemia were embolization of the bilateral internal iliac arteries, intentional coverage of the inferior mesenteric artery, and blockage of blood flow during the procedure. The intestinal ischemia led to the intestinal necrosis.